Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), abdominal distension ("bloated"), acne ("acne") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, hysterectomy full). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, menorrhagia, migraine, headache, fatigue, abdominal distension, hormone level abnormal, acne and endometriosis outcome was unknown. The reporter considered abdominal distension, acne, endometriosis, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia and migraine to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding metrorrhagia (bleeding b/w periods), bloated, acne, endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. Event injury was replaced with events from pfs: menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding metrorrhagia (bleeding b/w periods), migraine, headaches, fatigue, hormonal changes, bloated, acne, endometriosis. Laboratory data was added. Essure removal date and procedure was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding vaginal'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and metrorrhagia ('metrorrhagia (bleeding b/w periods)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation and dysfunctional uterine bleeding. Previously administered products included for polymenorrhea: miren iud. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines /headaches"), headache ("headaches"), fatigue ("fatigue"), abdominal distension ("bloated / bloat"), acne ("rashes /skin conditions: acne"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea ( cramping )"), mood swings ("hormonal changes / mood swings") and polymenorrhoea ("polymenorrhea"). The patient was treated with surgery (ablation, thermochoice ablation on (B)(6) 2008 and hysterectomy full, high uterosacral vault suspension and resection of endometriosis). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysfunctional uterine bleeding, migraine, headache, fatigue, abdominal distension, acne, endometriosis, dysmenorrhoea, mood swings and polymenorrhoea outcome was unknown. The reporter considered abdominal distension, acne, dysfunctional uterine bleeding, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, mood swings, polymenorrhoea and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding metrorrhagia (bleeding b/w periods), bloated, acne, endometriosis, vaginal hemorrhage, dysmenorrhea, polymenorrhea no coils showing on left side. Right side there were three coils. Discrepancy noted in essure confirmation test(s) conducted, specify -no & yes result-bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs and mr received: reporter was added. New events: abnormal bleeding vaginal, dysmenorrhea, mood swings, polymenorrhea, were added. Medical history was added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.